Event description:
Note: this MFR report pertains to the fourth of four events that occurred during the same procedue. Refer to MFR report numbers: 3005099803-2008-04696, -04695, and -04694 for descriptions of the other events. According to the complainant, "the needle was unable to be retracted into the sheath before placement into the scope channel." Despite this issue, the physician was able to complete the procedure with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, it has not been received. A device eval is not available; therefore, the cause of the reported needle retraction issue is undetermined.